Event description:
It was reported while using an unspecified bd extension set the valve came out of the housing and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: upon power injecting through the near-port of the extension set, the clear valve in the microclave popped out of its housing. The extension leaking, while we injected through the t-port.

Manufacturer narrative:
H6: investigation summary a complaint of leakage at the connection to an extension set was received from the customer. A sample was returned for investigation, however the sample received is not a bd product. An investigation was not performed as the product is not a bd product. A device history record review could not be performed because the lot and model number are unknown. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd extension set the valve came out of the housing and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: upon power injecting through the near-port of the extension set, the clear valve in the microclave popped out of its housing. The extension leaking, while we injected through the t-port.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.